Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of dental infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with an unspecified volume of juvéderm® voluma¿ xc in the midface and chin. Patient then experienced "swelling, pain, infection (dental infection)." The dental infection is deemed not related to the device. It was further noted to be a chronic issue for the patient. Patient was "admitted to the ER a few days ago and they are monitoring."